Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the retainer ring that holds the reservoir in place is sticking out. Customer's blood glucose was 122 mg/dl at the time of the incident. The customer states that she hears what seems to be plastic cracking when she tightens her reservoirs. The customer does not recall any significant events leading to the damage. No further details were given. Advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. Advised the device will need to be replaced.

Manufacturer narrative:
Pump received with minor scratched display window, cracked display window, cracked case at display window corners, broken battery tube threads, missing reservoir tube o-ring, completely broken off reservoir tube lip, cracked case at reservoir tube window corner, cracked reservoir tube window and stained end cap sticker.